Event description:
It was reported that the patient came into the hospital 72 hours prior because he aspirated and had a mechanical bowel obstruction; the patient was not a surgical candidate. During a spiral CT scan of the abdomen, the radiologist noticed what looked like discontinuity of the catheter. They questioned whether the catheter was fractured somewhere in the middle; they were doing a catheter dye study (B)(6) 2013 to further investigate. The patient had severe spasticity and was very demented; he was a non-mobile patient. It was initially thought that the bowel obstruction was causing the spasticity, but that was cleared up. Now, the patient¿s legs had become much looser. The patient was started on oral baclofen. The pump was delivering gablofen. It was later reported that the CT scan was done on (B)(6) 2013. During the catheter dye study on (B)(6) 2013, dye leaked at the fracture site that was about midway along the catheter. The catheter break was about 4 inches before the distal point of entry into the spine and about 3-4 inches from where the catheter curved and went toward the flank; the break was not at the pump end or spinal segment. After the catheter fracture was confirmed, the family decided to hold off on doing anything because the patient was going to need a pump and catheter replacement and the patient was stable on the oral baclofen. The patient had advanced dementia of alzheimer¿s type and hereditary spastic paraparesis with legs now plegic.

Event description:
Additional information was received and it was reported that the family decided against pump or catheter replacement because of the patient¿s advanced dementia and the oral baclofen was working to control his spasticity. The bowel impaction was not related to the devices. The patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 8703, lot# j94142210, implanted: (B)(6) 1994. Product type: catheter. (B)(4).